Event description:
Event description cpi received information that this bipolar lead was removed due to high thresholds. The physician elected to perform an invasive procedure to replace this lead with a new bipolar lead.